Manufacturer narrative:
Medwatch # 3007284313-2019-00250 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted. The device was returned for investigation: a visual inspection revealed that the leading end of the graft was approximately 25mm from the base of the leading olive. The lock pin was found to be dislodged from its seating in the leading olive. The guidewire extended approximately 130mm outside the leading end of the olive. The tuohy-borst adapter was then inspected and no abnormalities were found. Engineering deployed the device in order to visually inspect the delivery catheter. Upon inspection, the olive was found to be connected to the delivery system and the polyimide was found to be intact. Damage to the polyimide was found approximately 25mm from the constraining loop/guidewire lumen bond. Similar damage was also seen at the bond area. Engineering removed the guidewire and advanced the device over the guidewire per IFU. Resistance was not found when advancing the device over the guidewire initially. However, once the device was advanced to the distance originally found, the guidewire was not able to be moved further and the guidewire lumen was able to be seen moving slightly when force was applied. The guidewire was also able to be moved manually by engineering. Engineering removed the handle covers in order to visually inspect the lumens within and no abnormalities were noticed. Based on the findings from the evaluation the physician¿s observation of the separation of the leading olive from the delivery catheter was not confirmed. The physician¿s observation that resistance was felt when advancing the device over the guidewire was confirmed. The likely cause for the graft to leading olive gap is consistent with excessive force being used to remove the guidewire resulting in a broken guidewire lumen. The likely cause for the resistance felt when advancing and attempting to remove the device over the guidewire could not be determined with available information.

Event description:
The following was reported to gore: a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt) was being prepared for an endovascular aortic repair procedure according to standard routine on the backtable. The rlt was advanced over a lunderquist guidewire outside the patient. It was stated that there was resistance on the guidewire when advancing the device and was therefore decided to pull back the device. This caused separation of the proximal olive from the delivery catheter. Since there was no backup rlt, the procedure was continued with cook zenith alpha¿ devices.